Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switch (act button). No constant beeping anomaly during testing noted. The insulin pump was received with scratched display window, cracked display window corner, cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 237 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.